Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported burning sensation and open sores. Patient sought medical treatment and used an otc medication. The patient did not follow proper skin preparation.